Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) sensor. Functional testing was able to duplicate the reported problem. It was determined that the real time clock battery was the root cause and was replaced. The dso sensor was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a problem with the clock battery. There was unknown patient involvement. The device analysis found a damaged downstream occlusion sensor.